Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had replacement controller but did not return their old controller. Caller reports her original controller is in a different language. Caller reports they never paired the replacement controller to their implant. Reviewed the steps to pair the replacement controller. Caller reports they were not successful in pairing the replacement controller. Caller wants agent to change the language on her original controller. Caller is now seeing a date/time change, caller cannot change the date as they do not know which language the controller is in. Caller reports they last charged the implant was about 3-4 days ago and charged their controller yesterday. Suggest caller to charge their implant, reviewed once ins is charged, they can then change the language. Reviewed where the language menu is located. No symptoms were reported. Patient reported since they last called, they had not been able to properly connect the controller with their ins because they couldn't get the recharger to charge the implant. Due to the issue, the patient met with a manufacturer representative (rep) earlier today to examine their equipment and get an x-ray for their leads. All appeared to be functioning as expected, and leads were undamaged. The patient was unable to pair the controller with their cur rent antenna, and the rep they met today was unable to use their equipment to do further checks since the ins was not charged (agent understood rep did not have their own equipment to test when they were with the patient). The patient was told by the rep to call and request a replacement recharger before they could move forward with checking anything else, because the rechargers "don't work all the time." Agent sent request to repair and closed case. Additional information was received from the patient. It was reported that the cause of the inability to pair new controller and language change on old controller was when they dropped controller and wallet while charging and got zapped through their body. They have received a replacement device and waiting for the surgeon.